Manufacturer narrative:
This report is submitted on february 20, 2020.

Event description:
Per the clinic, it was reported that a tip-foldover of the electrode array occurred during initial implantation of the device on (B)(6) 2020. Subsequently, the device was explanted on (B)(6) 2020 and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
This report is submitted on 21 april 2020.